Event description:
It was reported a spectrum pump has no audio. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to an open connection between the speaker coil and speaker back flex leads. All detection capabilities and functions performed as expected. The failed rear case assembly was replaced.